Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The continues glucose monitor (cgm) reading was 69 mg/dl, while the blood glucose (bg) reading was 38 mg/dl when the patient felt ill. She treated herself with 23g of dextrose liquid and felt fine afterwards. No additional medical intervention was required. The reported allegation falls within the c zone of the parkes error grid. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional event or patient information is available.